Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not get it to work. The poor communication screen was described. The patient and a non-rechargeable implantable neurostimulator (ins). It was determined that the patient was not placing the antenna over the implant. Confirming antenna position resolved the issue. The patient was able to connect and stimulation was turned off. During the call the patient was able to turn stimulation back on. The patient¿s spouse reported that the ins helped with the patient¿s back pain but the patient was having trouble from their hip line down. Their entire right leg felt like it was 10 lbs. Heavier than it should be. When the patient got up in the morning, the right leg had super pain until the patient walked it off. The patient could really only walk if they were holding onto something. The right leg pain started on the day of the implant. It was noted that the implant was on the right side too. The patient had been talking with their hcp but had been getting no relief. The patient was looking forward to (B)(6) to have the ins taken out. It was stated that ¿it took their back pain and put it in their right leg¿ and that their back was better. The patient had an appointment on (B)(6) 2017 and wanted a manufacturer representative to be there. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that having their ins removed was still being evaluated. No further complications were reported.